Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported patient experienced really bad shocking of the sacral nerve about 2 months ago. Patient said when it occurred, she turned off the stim, reset the stim, and then it resolved the issue. The patient does not intend to follow up with their doctor. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that their weight was (B)(6) pounds.